Manufacturer narrative:
(B)(4). G2: foreign, event occurred in poland. The reported event was confirmed by product return. Visual examination of the returned product identified the inserter prong tips are fractured off. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an unknown issue occurred with the device. Attempts have been made and no further information has been provided.